Event description:
The customer indicated that they were unable to remove the placement driver (rhd2.5) from the implant. The doctor was able to complete the procedure. The same implant was placed in the same surgery as doctor was finally able to separate the instrument from the implant.

Manufacturer narrative:
One rhd2.5 driver was returned for investigation. Upon visual inspection, indentation marks were noted along the external surfaces of the device, likely due to attempts of removing the driver from the implant. Subject implant was not returned and could not be functionally tested; however, functionality test performed with a compatible fixture mount transfer retrieved from finished goods indicated that the driver could not fit the fmt. The complaint is confirmed. The rhd2.5 is a component of the tsvkit kit, manufactured by verdiam allied swiss. The manufacturing date used in the product information section is the receiving/inspection date within the DHR for 63542171. A device history review was performed and one non-conformance was initiated against lot 63542171 on (B)(6), 2016 for diameter being outside of the under low limit (ull) specifications. The scrap was rejected and the remaining conforming parts were accepted. A product quality hold was issued for the affected lots within the lower level lot 63542171. A corrective action preventative action was opened to address the confirmed event. The CAPA was closed through the scar issued to veridiam allied swiss. Appropriate documentation was reviewed and the following information was identified: IFU 8874 was reviewed. It contains rdh2.5 handling instructions. However, as the reported event was confirmed, CAPA through which the reported event is addressed was reviewed. CAPA was closed to scar for veridiam allied swiss. Scar addresses the reported device malfunction. The following root cause was identified through the scar: the confirmed event is due to the specification ¿verify hex form per qp-262¿ (hex form within .0005 on three sides) not being fully invoked during the straddle mill manufacturing process. Hhe evaluation resulted in initiation of a market recall under internal recall number 2023141-10-04-2017-002-r. A complaint history search was performed using our complaint handling system. Twenty nine (29) complaints have been reported against lot 63542171 for the same issue. Appropriate escalation steps have been taken to further investigate the issue.